Event description:
Following a pump replacement procedure, post-op x-rays were taken. On x-ray, it appeared that a portion of the catheter fractured and remained in the intrathecal space. The catheter appeared fractured at or near the v-wing anchor. The patient had never mentioned any signs of withdrawal. The pump was set at minimum rate. On (B)(6) 2015, the anchor and non-intrathecal portion of the catheter were removed along with the pump. The patient was ¿doing fine¿ following the procedure. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).